Event description:
Allegedly the patient was revised due to pain and possible osteolysis. Additional information received from wright medical legal on 01/28/2020: allegedly, the patient presented elevated cobalt ion levels and pain. The device failed due to corrosion at the neck-stem junction of the device, corrosion on the oblong taper where the neck was seated in the pocket of the profemur titanium stem, which caused adductor damage, soft tissue reaction and pseudotumor reaction.

Manufacturer narrative:
Updated description, patient information and event codes.

Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and possible osteolysis.